Event description:
Complainant alleged that the clinicians were attempting to defibrillate a patient (age unknown), using paddles with the device, but the screen displayed a "poor pad contact" message and the device failed to discharge. The clinicians then obtained another device and successfully defibrillated the patient. The complainant indicated that there was no adverse effect to the patient as a result of the reported malfunction.